Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customers was unable to find the blockage at the time of the occlusion alarms and performed supply change to resolve the occlusions. Blood glucose level was in the 300's mg/dl range.